Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, numbness, mobility. A temporary crown was placed, the day after surgery. The temporary crown began to move until it had to be removed.